Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient device was not working, the patient requested that their ins recharger (insr) be replaced. The patient stated that they had been sick for approximately 6 weeks and had been hospitalized. A replacement ins recharger was sent. No patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger sn# (B)(4) found evidence of bent connector pins. (B)(4) apply to the recharger. (B)(4) apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.